Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 5.0mmx40mm, 40cm mustang balloon catheter was selected to dilate the lesion. However, it was noted that the balloon ruptured. The device was completely removed from the patient by simply pulling it out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR.: a visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A longitudinal balloon tear was identified 4mm distal to the distal edge of the proximal markerband. The tear measured 36mm in length. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 5.0mmx40mm, 40cm mustang balloon catheter was selected to dilate the lesion. However, it was noted that the balloon ruptured. The device was completely removed from the patient by simply pulling it out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.